Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product ID: sedrl1 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the remote express transmission showed there was a lead warning due to low impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.